Event description:
The device was returned to the service ctr with a request of preventative maintenance. No additional details were provided. This did not indicate a reportable malfunction. However, during verification testing at the service ctr, leakage from the disposable battery was noted in the battery compartment and on the battery door of the device.

Manufacturer narrative:
The device was received on (B)(6) 2014. Testing and investigation found evidence of corrosion int he battery compartment and on the battery door of the device. The probable cause of corrosion was due to disposable battery leakage. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.